Manufacturer narrative:
(B)(4). The concorde bullet 9x9x27 5 degree lordotic cage was not returned to the customer quality unit for evaluation. A review of the device history record (DHR) for the concorde bullet 9x9x27 5 degree lordotic cage could not be performed as no lot number was provided. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per work instruction. Without the return of the concorde bullet cage we are unable to confirm the reported issue or identify the root cause. As the device was not returned for evaluation we are unable to confirm the reported issue. As such, no further complaint action is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was trying to place a cage at l5-s1 disc space. He was coming in laterally then pulled his hand down with inserter to drive the cage to a more midline approach and the cage broke off at the instrument/cage interface. This happened with both cages. Then proceeded to use the dual prep instrument to get more midline and then the third cage was placed to his satisfaction.